Event description:
While an operator was helping move a load into the washer, the washer door dropped suddenly striking the operator¿s hand. At the time, the operator¿s hand was holding the middle rack of the processing rack shelf. As a result of the door dropping, the operator received cuts on the top and bottom of his hand. The operator did not miss any time from work.

Manufacturer narrative:
A steris technician inspected the unit and found that the washer's load side door could not be operated in service mode or by manually activating the actuators. The washer was locked and tagged for further investigation. On completion of the investigation the following day, it was found that the pneumatic block was leaking air. The block was replaced and the alarms for the last 100 cycles were reviewed. The door safety switches were tested and found to be functioning properly. After replacing the pneumatic block and purging the air in the system several times, the door worked as intended. An in-service to train the technicians is scheduled for april 7, 2009.